Event description:
The patient's mother reported the insulin device does not accurately deliver insulin. The patient switched to the backup infusion device. The patient was not available to troubleshoot. No further information is available. The patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.